Event description:
Related manufacturer report number: 2938836-2017-30576, 2017865-2017-06929. During a remote follow-up, loss of capture was noted on the atrial channel. The patient presented in clinic after receiving inappropriate defibrillation therapy due to false detection of ventricular fibrillation (vf) caused by noise on the atrial and ventricular channels. Upon system revision, the leads were found dislodged and twisted due to twiddlers syndrome. The system was explanted, and a new system was implanted. The patient was in stable condition.